Event description:
Material#: 11532269, batch number#: 23095074. It was reported by customer that there was a hole in the pump segment that was leaking medication during patient care. Fortunately, this tubing was not used for chemo and there was no chemo spill. Customer reply: no harm or any of those things occurred during patient care. There was only a little spill that was cleaned up quickly because the nurse saw the leak almost right away.

Manufacturer narrative:
The customer reported a hole in the pump segment and returned one used sample of material 11532269 and lot 23095074. The set was visually examined for defects and abnormalities. The defect reported was found and confirmed on the upper fitment of the silicon pump segment. The root cause is unknown. This issue can be seen when the pump segment is not carefully loaded correctly. Device history record review for model 11532269 lot number 23095074 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged and leaked. The following information was received by the initial reporter with the verbatim: it was brought to my attention from one of our infusion nurses that this specific micron filter was defective. The issue was there was a hole in the pump segment that was leaking medication during patient care. Fortunately, this tubing was not used for chemo and there was no chemo spill. Could you please assist on this product manufacture defect?